Event description:
It was reported that a large volume folfusor had a separated cap. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). Baxter received a sample for evaluation. A visual examination of the sample found that the cap had separated from the housing. The customer reported condition was confirmed. The cause was due to excessive heat, which resulted in the separation of the coiled cap from the cover. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been reported to be available for evaluation. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional relevant information becomes available.